Event description:
It was reported that an indicator that the device had an electrical reset was received via a remote transmission. The reset was cleared in the clinic and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 1999 competitor implantable pacing lead implanted: (B)(6) 2012. (B)(4).